Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Correction "type of investigation" code inadvertently left out of previous report.

Event description:
Additional information was provided by the customer: the noisy image issue occurred during preparation for use. There was no patient involvement. The intended diagnostic procedure was for general examination and was completed without delay using a similar device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the plug unit was corroded, insufficient angle. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the legal manufacturer's investigation, while the user was handling the device, it is likely water invaded the scope connector which led to an abnormality of electronic parts. This may have caused the image noise to occur temporarily. The event can be detected or prevented by following the instructions for use which state: "important information ¿ please read before use - warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - warnings and cautions: disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system: confirm that the wli and nbi endoscopic images are normal." "5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the device displayed a noisy image. It is unknown when the malfunction occurred. Attempts to retrieve additional information from the customer are in progress. There was no harm or user injury reported due to the event.